Event description:
It was reported through her service report that the x-frame is tilting and creaking with and without weight. It is unk if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Other: cot tilting.